Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaa). Additional device implanted/explanted: (B)(4)/pxa230300.

Event description:
On (B)(6) 2010, that patient was being emergently treated for a traumatic aortic transection due to a car accident. The physician attempted to implant an aortic extender component; however, after pulling the deployment string the device did not deploy. He was able to pull the device back into the sheath and remove it endovascularly. The device was discarded. The physician attempted to implant an additional aortic extender component; however, after pulling the deployment string, the device did not deploy. While attempting to pull the device back into the sheath the device deployed. The device did not deploy in the aorta but near the axillary artery. The physician converted the patient to open repair, the device was explanted. The patient tolerated the procedure.